Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 22916596-2018-01578. This report is being submitted as additional information. Approximate age of device - 2 years, 8 months. Device analysis: approximately 10 inches of the external/distal end portion of the driveline was returned for evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any breaches or areas of concern. The driveline was submerged in a saline bath for high potential (hipot) testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. Low speed operation and pump stoppage events were confirmed via the patient¿s system controller event history that was submitted. The event history indicated these events appeared to occur while the system was operating on the power module. Based on the manufacturer¿s previous complaint experience, the events recorded in the event history appear consistent with a potential driveline issue; however, driveline wire damage could not be confirmed. The patient remains on vad support with the use of an ungrounded patient cable for power module support. The patient handbook contains a section on ¿caring for the percutaneous lead" and in addition, the instructions for use states all lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The heartmate ii lvas IFU provides also outlines indications of driveline wire damage as well as how to respond to such events. In addition, the IFU outlines all system controller alarms as well as how to respond. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported the that patient presented to the emergency room (ER) that morning with low speed advisory and pump off alarms. The manufacturer¿s technical services representative reviewed the submitted log files and observed 1 speed drop below the set low speed, and 1 pump stop. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad was connected to the power module. On (B)(6) 2018, it was reported a distal end percutaneous lead (driveline) replacement was performed without issue. The patient excepted to be discharged to home on regular grounded patient cable. No additional information was provided.